Event description:
It was reported that while prepping for an unspecified procedure, the sterile package was compromised. When unpacking the 5.0 x 100/80 sterling otw balloon catheter, the inside box was found open. The sterility of the product was suspected to have been compromised. The product was not used. The procedure successfully completed with another of sterling balloon catheter. There was no patient contact with this device.